Event description:
After the implant procedure was completed, the patient developed a pneumothorax. Physician placed a chest tube and patient was hospitalized for observation. Patient was discharged a week later. This resolved the issue.